Event description:
Per the maude event report by the consumer's son: mom was getting out of her power chair when the chair powered forward, knocking her down and running over her feet. Serious injury is alleged.

Manufacturer narrative:
Info received from a medwatch report suggests user inadvertently engaged their joystick and resulted in an injury. Current user guide covers this area. Device maintenance history is unk. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or user error have caused or contributed to this incident. MDR filed based on injury.